Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h6, and h10. Visual inspection of the returned tasp to verify item and lot combination and reviewed manufacturing date as returned tasp exhibits signs of repeated use (nicked & gouged). The tasp has fractured on the medial side and not all the pieces were returned. Medical records were not provided. The device history records were reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to update the lot number.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial articular surface fractured in half during the procedure. No debris fell in patient. There is no additional information at this time.